Event description:
It was reported that during a total lap hysterectomy procedure the jaw was broken apart when grasping thick tissue. Piece retrieved and discarded by scrub nurse. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device was received with the jaw detach from the instrument and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw . There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.